Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during mechanical thrombectomy procedure for the left middle cerebral artery occlusion (l-mca), the physician attempted to advance and reposition the microcatheter (subject device) and the retrieval device. However, as the catheter was been advancing ¿the tip "jumped forward" and "sliced" the vessel". Imaging showed the l-mca m2 perforation. The vessel perforation resulted in a subarachnoid hemorrhage (sah). The physician coiled the m2 mca to stop the bleeding. The patient reportedly was recovering ¿according to the plan¿. Current neurological assessment showed a national institute of health stroke scale (nihss) score of 10 and a modified rankin scale of 2. The physician stated that the cause of the vessel perforation related to preexisting condition of the vessel.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel perforation and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during mechanical thrombectomy procedure for the left middle cerebral artery occlusion (l-mca), the physician attempted to advance and reposition the microcatheter (subject device) and the retrieval device. However, as the catheter was been advancing "the tip "jumped forward" and "sliced" the vessel". Imaging showed the l-mca m2 perforation. The vessel perforation resulted in a subarachnoid hemorrhage (sah). The physician coiled the m2 mca to stop the bleeding. The patient reportedly was recovering" according to the plan". Current neurological assessment showed a national institute of health stroke scale (nihss) score of 10 and a modified rankin scale of 2. The physician stated that the cause of the vessel perforation related to preexisting condition of the vessel.